Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to a discrepant ceftazidime result for a strain pseudomonas aeruginosa between the ast-n240 card (mic 8 s) and kirby bauer (r) results obtained by the customer. We performed reference method to determine the intended result to ceftazidime: agar dilution which is the method used for the development of the ast-n240 card (caz01n formulary): caz mic = 16 mg/l r. Remark: at one doubling dilution , there can be s or r. In parallel we tested vitek® cards ast-n240 with 3 different lots ( customer lot 1 640389710 ,customer lot 2 6400138103 and a random lot 640383710). Interpretation according to aes parameter casfm -eucast 2015 +phenotypic ,corresponding to breakpoint eucast 2008 on vitek® v7.01: ceftazidime [s<= 8 - r>8]. We obtained caz mic =16 mg/l (r) whatever the lots tested. Mic caz is in essential agreement with the reference mic (ad) with no category error. The ast-n240 card is performing as expected and no further action is required.

Event description:
A customer from (B)(6) reported to biomérieux a false susceptible ceftazidime result for a pseudomonas aeruginosa throat sample in association with vitek® 2 ast-n240 test kit. The sample was twice tested with ast-n240 and produced the result of ceftazidime susceptible (mic= 8) . The sample was also tested using disk diffusion and the result was ceftazidime resistant (d < 16 mm). The customer reported a result of ceftazidime resistant. The customer reported there was a 48 hour delay in reporting results. The incorrect result was not reported to a physician and had no impact to the patient's results or treatment. The test reports were requested from the customer. A biomérieux investigation will be initiated.